Event description:
The pt was admitted for a procedure in 2009 for stenting of an occluded left iliac vein. A sheath introducer was placed in the left groin. A guidewire was passed through the occlusion. A smart stent was placed in the proximal part of the lesion. Then another smart stent was placed, more distal, but not overlapping the first stent. A last smart stent should have been placed event more distal, overlapping with the previous stent. The most distal part of the stent was placed in the inferior vena cava with a diameter bigger than the stent. As two thirds of the stent, approximately 2.5cm, was open the stent jumped forward into the vena cava. The delivery system was not moved during deployment and there was no movement done by the pt either, therefore, the physician sees no reason for the stent to have "jumped". A 18 x 50mm optimed sinus xl stent was placed between the two stents.

Manufacturer narrative:
After passing a guidewire through a non-calcified occluded left iliac vein, a smart stent was placed in the proximal part of the lesion followed by another smart stent more distal to, but not overlapping the first stent. A third smart stent was then attempted to be deployed even more distal overlapping the previously placed stent. The most distal part of the stent was placed in the inferior vena cava; however, it had a diameter bigger than the stent. It was reported that as two thirds of the stent, approximately 2.5cm, was opened the stent jumped forward into the vena cava. The delivery system was not moved during deployment and there was no movement done by the pt. An additional non-cordis stent was placed overlapping the two stents. It was noted that approximately 1cm of the ostial part of the iliac vein wasn't covered with the previously placed stents. Therefore, the last stent should have been placed in this ostial segment. Although the diameter of the stent was smaller than the diameter of the vena cava, the physician decided to start deployment in the vena cava to be sure that he is high enough to fully cover the lesion. The diameter of the stent was chosen with reference to the iliac vein. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Since the product or films of the procedure will not be returned, there is not enough info to draw a clinical conclusion between the device and the event. However, based on the info available, it appears that the difficulty experienced by the customer may have been caused by the operational context of the device and is not related to a product quality issue.